Event description:
It was reported that this right ventricular (rv) lead was exhibiting loss of capture due to dislodgement shortly after implant, perforation was suspected and the patient had an effusion that was drained during the procedure. The rv lead was revised and successful diagnostics were obtained. No additional adverse patient effects were reported.